Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the device in good condition. The pump event history showed a battery not working error in error history log (ehl). The evaluation was performed and found acu watchdog failure, acu power strobe failure, background selftest time out, pump motor drivephase b post, and pump motor drive off post errors. The cause of the reported issue was unable to be determined as the issue was not duplicated. All tests were within specification. The root cause of the reported issue was unable to be determined. The technician will replace the main board when in stock. No safety check performed.

Event description:
It was reported that when set to deliver an infusion after 40 minutes of running it stops the infusion, alarms and displays system failure acu watchdog failure was observed. No patient injury was reported.